Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device ias12-120lpi airseal 12/120mm lpi port was being used on (B)(6) 2023 during a left robotic partial nephrectomy surgery and ¿the distal end of the airseal trocar broke during surgery and a small piece of plastic fell into the patient. We were able to find the piece that broke and there was no harm to the patient as a result¿. There was no impact or injury to the patient. Further assessment discovered that the patient is currently discharged from the hospital and home recovering from surgery. There was no medical/surgical intervention or prolonged hospitalization required for the patient/user. Laparoscopic instrumentation was used to help remove pieces of the broken trocar. The procedure was completed with ¿ no delay starting the case, however there was an extended amount of surgery time due to the pieces of the trocar that broke needing to be found and picked out of the abdomen through another trocar site.¿ the reporter confirmed no extra incisions were made to retrieve the fragments. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. If using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device ias12-120lpi airseal 12/120mm lpi port was being used on (B)(6) 2023 during a left robotic partial nephrectomy surgery and ¿the distal end of the airseal trocar broke during surgery and a small piece of plastic fell into the patient. We were able to find the piece that broke and there was no harm to the patient as a result¿. There was no impact or injury to the patient. Further assessment discovered that the patient is currently discharged from the hospital and home recovering from surgery. There was no medical/surgical intervention or prolonged hospitalization required for the patient/user. Laparoscopic instrumentation was used to help remove pieces of the broken trocar. The procedure was completed with ¿ no delay starting the case, however there was an extended amount of surgery time due to the pieces of the trocar that broke needing to be found and picked out of the abdomen through another trocar site.¿ the reporter confirmed no extra incisions were made to retrieve the fragments. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.